Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2007, the patient experienced an trunnion fracture. This adverse event was treated by a revision surgery on (B)(6) 2021 where a new pe inlay was inserted. Current health status of patient is good.

Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. The contribution of the device to the reported event could not be corroborated. A visual inspection/non destructive analysis was performed. Scratches and burnishing were observed on the articular and distal surfaces of the tibial insert. Additionally, deformation was visible on the anterior surface of the insert. The post of the insert was fractured and experienced damage and deformation. No material or manufacturing deviations were discovered in this investigation. Based on the information provided, the clinical root cause of the reported events cannot be definitively concluded. The patient impact is the reported ¿pe spigot fracture¿ and the revision. The IFU does address possible adverse events, warnings and precautions, which includes an expected finite service life. Reportedly, the patient is in ¿good health.¿ no further clinical/medical assessment can be rendered at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique or implant failure. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.